Manufacturer narrative:
Batch review performed on 30-may-2022: lot 168362: 50 items manufactured and released on 23-feb-2017. Expiration date: 2022-feb-06. No anomalies found related to the problem. To date, 42 items of the same lot have been sold with no similar reported event during the period of the review.

Event description:
At 2 years and 10 months after the primary surgery, the patient came in reporting instability and the cause is unknown. The surgeon revised the insert with a thicker one (from 11mm to 17mm). The surgery was completed successfully.